Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event occurred on an unspecified date and involved a chemolock¿ vial spike, 20mm. A nurse reported that the device leaked an unspecified fluid/infusate with a patient involved. There was also unspecified staff harm and an unspecified delay in patient therapy as a result of the reported complaint.

Manufacturer narrative:
One photo was shared by customer where the whole set and a lot of unknown other devices are inside a plastic bag. However, no anomalies or damage are noted. Two used chemolock¿ vial spike, 20 mm connected to an unknown, paclitaxel 100 mg vial and another set used as mating device (60 ml syringe, chemolock connector, extension set and 100ml empty mixing container) were returned for evaluation. As received, the returned cl-80s were visually inspected and no physical damage or anomalies were noted. The sample was tested as per procedure and no leaks or anomalies were observed. The complaint of leaks cannot be confirmed or replicated. Lot history review could not be conducted because no lot number(s) was/were identified.